Manufacturer narrative:
Multiple attempts to obtain confirmation of a part order, part replacement, and resolution yielded no response from the customer. No response or further information was provided regarding the case. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was not functioning. The part information for a user interface (ui) assembly without navigation ring (nav-ring) was provided to the customer for the display issue. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.